Event description:
It was reported that the patients ipg was damaged by tsa with wand going thru a security and ipg was not providing inadequate pain relief. The patients ipg was replaced and that the patient was doing well with good coverage postoperatively. The explanted ipg will be returned for analysis.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Unable to confirm the as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was damaged by tsa with wand going thru a security and ipg was not providing inadequate pain relief. The patients ipg was replaced and that the patient was doing well with good coverage postoperatively. The explanted ipg will be returned for analysis.